Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, breaking solder joint connecting rear pulse wires to dn and damaging gel fire wires in the cable. Additionally, the cable connecting ECG "a", "b", and the front therapy electrode (te) to the dn was pulled from strain relief damaging wires and the p703 connector in the cable. No indication that the malfunction caused or contributed to the patient's death as the patient was not wearing the device at the time of death.

Event description:
During an investigation into an unrelated patient death, a reportable problem was found. Electrode belt sn (B)(4) failed incoming functionality testing.